Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered several inappropriate shocks due to t-wave oversensing (twos) of the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted. No patient complications have been reported as a result of this event.